Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain, degenerative disc disease/herniated disc pain, and rsd/causalgia-complex regional pain syndrome. It was reported the patient pump was empty. The patient recently moved and wasn't able to find anyone to fill it. No other information was provided. No further complications were anticipated/reported.